Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. No status indicator. Device will not switch on.

Manufacturer narrative:
Exemption number e2015058. The pad-pak was first installed on (B)(6) 2011 and performed to specification up to and including the last log entry on the (B)(6) 2016. The returned pad-pak was inserted into the device and failed to power on, no status led was visible. This would confirm the reported fault. A test pad-pak was inserted into the device and the device failed to power on. On further investigation the pad-pak had a blown fuse. Investigation found the reported fault can be attributed to capacitor failure. The failure of the capacitor resulted in a short circuit and would have caused the pad-pak to potentially blow its fuse and therefore appear depleted. This would account for the device failing to power on and the absence of any status led. This would confirm the reported fault. The functionality of the circuit is tested at final test therefore it is concluded the component failed after dispatch.